Event description:
It was reported that the customer had a blank screen on the insulin pump. Customer's blood glucose level was 125 mg/dl. Customer stated that they put in a new battery and they received an unexpected restart alarm. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. It was explained that the pump experienced an unexpected restart. Customer was advised to monitor the pump. Insulin pump was working as designed. Pump passed the self test. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.